Event description:
It was reported that the subject device had damaged light fibers distally. This issue was found during servicing/maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the fibre bonding in the outer tube area (distal end) was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.